Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that he was hospitalized with a high blood glucose of 600 mg/dl. The customer also stated he had a broken leg. Troubleshooting was performed, and the insulin pump was programmed with the wrong time and date. The basal rates were programmed, but the customer did not know if they were correct. Advised the customer to check the settings with his hcp. The insulin pump passed the prime test, but the customer didn't have the tubing clamp for the high pressure test. Sent a tubing clamp to the customer. Nothing further was reported.